Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3/4 tlif and l 3/4/5 posterior fixation for l3/4 spondylolisthesis, l2/3 lumbar spinal canal stenosis. It was reported that after l2/3 decompression, pedicle screw was inserted into l3/4/5 using pps. After that, the rod was inserted into the right l3/4/5, and when the set screw approached l4, a cross-threading and idling event occurred. After that, the screw was replaced, but still, a similar event remained. Improvement was attempted by replacing the set screw etc. Several times, but it did not improve; it improved when the l4 set screw was retightened using the retaining screwdriver from the point of idling. After that, the set screwdriver was inserted and final tightening was performed. There was a delay of less than 60 minutes in the overall procedure time. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: country of event is japan. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: product ID# 54750017540; lot# h5867284. The female thread exhibits clear signs of galling (smeared, flattened crests) and plastic deformation (rolled edges), likely from improper assembly ¿specifically excessive torque and/or misalignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.